Event description:
Litigation alleges that the patient suffers from physical injury, pain, bodily impairment, debilitating lack of mobility, and high levels of toxic metal levels.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and metal wear. After review of medical record for MDR reportability, patient was revised to address failed right hip replacement. On (B)(6) 2013, upon aspiration of fluid in the fascia, they noted a cloudy fluid with metal reaction. They also noted that the posterior abductor and posterior of the trochanter to be necrotic, this resulted to debridement of all necrotic tissue. A notch eroding into the posterosuperior aspect of his femoral neck consistent with posterosuperior impingement were noted during exposure of hip joint.